Manufacturer narrative:
Insulation damage was noted at 24.0-24.7cm from the connector pin, consistent with clavicular crush damage. The outer insulation was separated and the outer coil was fractured at this location.

Event description:
It was reported that the patient presented in clinic after receiving high impedance alerts. Both atrial and right ventricular leads were observed to be dislodged under x-ray due to twiddler¿s syndrome. There were wounds around the device. The leads were explanted and replaced. The physician re-implanted the device in a pouch to alleviate further twiddling. The patient was stable, before, during and after the procedure.

Manufacturer narrative:
(B)(4). The outer insulation damage and the outer coil fracture were not observed on this lead.